Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had dislodged on fluoroscopy during replacement procedure. The ra lead had not been performing properly for quite some time, exhibiting high thresholds, undersensing and unable to capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.